Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing or product specifications for the batch did not reveal abnormalities that could have contributed to the reported issue. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
PMA/510k correct date added.

Event description:
It was reported that during surgery the lagscrew insiter was damaged. So it damaged the lagscrew and plate as well. A backup device was available and more than 30 minutes of delay was reported.